Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure tests were performed and passed. A short simulated therapy was successfully performed. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a spill was observed on the floor after therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.